Event description:
It was reported that a spectrum pump was alarming that the door was not closed when the door was closed. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom. The device was received inoperable due to a constant "load set" message corresponding with the reported symptom. The messages were found to be caused by loose link screws. The screws were replaced.